Event description:
Reportedly, the patient became aware of the shock while refueling with gasoline and visited the hospital on (B)(6) 2022. The physician reported noise in both a and v channel. However, it was not reproduced in the isometric test, and the lead impedance was the same as the previous time, so it seems not be a defect of the ICD and the leads. Physician considered that vf was detected by sensing external noise and the shock was delivered.